Manufacturer narrative:
Complete information for patient information, patient identifier = sid= (B)(6). Patient information: no sid provided for second patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results on two patients. The results provided were: on (B)(6) 2022 sid (B)(6) initial=1.17 ng/ml /repeated on (B)(6) 2022=0.10 ng/ml second patient initial=0.65 ng/ml /repeated twice=0.05 ng/ml laboratory critical range for troponin= > 0.5 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed a carryover study to troubleshoot the issue, as a result of that study the stat sample probe and the 100ul buffer pump (rohs) were replaced due to intermittent step loss errors observed. Both the r1 and r1 probes were calibrated. However, the likely cause for the issue was determined to be the arc, probe (list number 08c94-47) which resolved the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal and verification of the probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, sn (B)(6), or the arc, probe (list number 08c94-47).

Event description:
The customer observed falsely elevated architect stat troponin-I results on two patients. The results provided were: on 01mar2022 sid (B)(6) initial=1.17 ng/ml /repeated on 03mar2022=0.10 ng/ml. Second patient initial=0.65 ng/ml /repeated twice=0.05 ng/ml. Laboratory critical range for troponin= > 0.5 ng/ml there was no reported impact to patient management.